Manufacturer narrative:
A visual examination under magnification was performed on the drill. The cutting flutes on the drill were deformed on the first half of the fluted area of the drill. It was confirmed that there a small fragment of the drill tip that was broken off during surgery. When the two pieces of the drill were fitted back together along the fracture surfaces, the drill shape is bent across the fracture. This indicates that there was a significant bending load applied to the drill when it failed. Additional MDR's associated with this event: 3025141-2017-00177: screw.

Event description:
While preparing to insert a 3.5mm cortical screw into an aculoc 2 plate, the drill broke off in the bone. The broken drill tip remains implanted.